Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had scratched lens and downstream occlusion (dso) seal was delaminated. Confirmed customers complaint during product complaint investigation (pci) and product verification testing (pvt). Replaced downstream occlusion seal, lens seal, lens and rear label. Updated software. Pump passed all tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.